Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported parts and lot combinations. Medical records were provided and reviewed by a health care professional. The patient underwent a first left tha due to osteoarthritis. After approximately 13 years, the patient was advised to consider revision surgery due to elevated metal ion levels, despite an asymptomatic left hip. Subsequent evaluations revealed normal/absent chromium levels but elevated cobalt levels. Approximately 18 years post implantation, a revision surgery was performed due to elevated metal ions, wear, and trunnionosis, although the left hip remained asymptomatic. Intraoperatively, heterotopic ossification, trunnionosis, black debris, and a lack of osseointegration were observed. The head, taper, and shell were successfully exchanged. The stem, demonstrating good fixation, was retained in situ. Radiographs were provided but not reviewed as medical records provides sufficient dictation of findings. Most likely root cause for the reported event is inappropriate use/implantation of the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 0100181520 ¿ metasul head ¿ 2301583. 00786201300 ¿ femoral stem ¿ 60447252. 0100185146 ¿ metasul taper - 2318787. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a left hip revision approximately 18 years post implantation due to elevated metal ions, wear and trunnionosis. During the revision, heterotopic ossification, trunnionosis, black debris and failure to osseointegration were noted. The head, taper, and shell were removed without complication. Attempts have been made and additional information on the reported event is unavailable at this time.